Manufacturer narrative:
Pump received with cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window noted.

Event description:
The customer reported via phone call that the insulin pump was dropped and the screen is scratched and it is hard to see. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.